Manufacturer narrative:
Additional information was provided in a.2., a.3., b.2., b.5., b.6., b.7., d.6.a., d.10. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the patient had residual prescription causing blurry vision, difficulty driving at night with halos. The iol was exchanged for the same lens model but 1 diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, due to unspecified issue the iol was exchanged for unspecified lens during secondary procedure. Additional information was required.